Event description:
On (B)(6): customer reports during a procedure, they experienced a power failure and lost fluoro. Staff provides no info with regards to the pt other than procedure was completed and there was no injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation summary, a medwatch 3500a supplemental report will be submitted.